Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is unable to calibrate and failed to autofill. The unit was switched out with a different pump. There was no patient harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is unable to calibrate and failed to autofill. The unit was switched out with a different pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that he could not duplicate the reported issue. He completed a full calibration, functionality, and safety test, all tests passed to factory specifications. Unit returned to the customer and released for clinical use.